Manufacturer narrative:
Siemens is conducing a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the ciartic move system. As a result, a patient examination was interrupted due to the system becoming blocked. The system did not recover, and the examination was completed using an alternative system. We have no indications of any adverse effects on the health status of the involved person.